Manufacturer narrative:
Investigation: customer returned (4) 1cc, 12.7mm, 30g syringes in an open poly bag from lot # 8225744. Customer states that there is clear liquid in barrel and comes out when depressing the plunger. All returned syringes were examined and no foreign matter was observed in any of the samples. All samples were also tested and no liquid or any other foreign matter came out the needle when fully depressing the plunger rod. A review of the device history record was completed for batch# 8225744. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200773804] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It has been reported that the syringe 1.0ml 30ga 1/2in uf 10bag has been found experiencing six occurrences of containing foreign matter before use. The following has been provided by the initial reporter: it was reported that there is clear liquid in barrel and comes out when depressing the plunger. Verbatim: from phone call: lot: 8225744 expiration date: 2023-08-31 item: 328411 incident date: unknown spouse reported, she gives her husband his injections. Stated, seeing clear liquid in barrel. Did not use syringes if there was liquid. A consumer called this afternoon regarding 1cc ½" syringes where liquid comes out after depressing the plunger prior to drawing medication. Uses for husband who is a diabetic. Been occurring over 3-4 bags within the same box. She was away from home so she did not have any other information.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 1.0 ml 30ga 1/2 in uf 10bag has been found experiencing six occurrences of containing foreign matter before use. The following has been provided by the initial reporter: it was reported that there is clear liquid in barrel and comes out when depressing the plunger. Verbatim: from phone call: lot: 8225744. Expiration date: 2023-08-31. Item: 328411. Incident date: unknown. Spouse reported, she gives her husband his injections. Stated, seeing clear liquid in barrel. Did not use syringes if there was liquid. A consumer called this afternoon regarding 1cc ½" syringes where liquid comes out after depressing the plunger prior to drawing medication. Uses for husband who is a diabetic. Been occurring over 3-4 bags within the same box. She was away from home so she did not have any other information.